Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted

Event description:
The end user reports he developed an itchy rash with minimal bleeding under eakin seal which started some time ago. He sought treatment from a dermatologist who conducted a patch test and diagnosed the affected area as contact dermatitis. The dermatologist also issued a prescription for hydrocortisone cream as treatment for the contact dermatitis. End user discontinued use of eakin seal and is currently using a competitor's product.